Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop occurred and the unit became inoperative. At ICU, v60 vent was started to use. The unit shut down suddenly and vent inop message was displayed. The unit was re-started and confirmed normal operation. The unit was replaced with alternative v60. A dealer representative from (B)(6) visited the hospital and collected the unit. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The unit was received at the international service center. The reported complaint of unit shut down suddenly and vent inop message was displayed was not duplicated but occurrence of da (data acquisition) pcba (printed circuit board) adc (analog-to-digital converters) failed was logged in the diagnostic event log and also communication failure occurred in da to mc (motor controller board) cable, which was determined to be the cause of the reported issue. Da to mc cable was replaced and mc board retention bracket was attached to prevent recurrence.